Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that a button may have been pressed while he was sleeping. Blood glucose level was 137 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.